Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported there were an intra-aortic balloon (iab) rupture. The therapy was discontinued. The patient complained of chest pain when the device was not functioning. The date of the event is unknown.

Manufacturer narrative:
Correction to section to reflect new patient information received by the manufacturer. (B)(4).

Event description:
It was reported there were an intra-aortic balloon (iab) rupture. The therapy was discontinued. The patient complained of chest pain when the device was not functioning. The date of the event is unknown.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported there were an intra-aortic balloon (iab) rupture. The therapy was discontinued. The patient complained of chest pain when the device was not functioning. The date of the event is unknown.